Manufacturer narrative:
H3,h6: the device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the scope to have distal tip and fiber damage and a cracked and scratched distal lens. This failure is confirmed not originate from manufacturing, packaging, or labeling defects. This damage is caused by contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. A device labeling/IFU review was performed and indicated the instructions for use includes recommendations, instructions and precautionary statements for proper use of the product. A risk management review was performed and the files contain the reported failure mode. No update required. No manufacturing related defects were observed. No further investigation is required.

Manufacturer narrative:
Device currently under investigation by the manufacturing site.

Event description:
It was reported that the scope, had a foreign material inside a lens. The procedure was successfully completed with the same device. No patient injuries and complications were reported. The device will be returned for evaluation. Preliminary results of investigation have concluded that the scope had cracked distal lens and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.